Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that for the last couple of months, probably november or (B)(6) 2023, they have noticed that they have to charge their implant more frequently than they used to. Patient said that normally they would only need to charge once every 5 days. Patient stated that they last charged their implant to 100% on thursday night at 10:30pm (3 days prior to this report). Patient confirmed that they had not changed their settings since last charging their implant. Patient denied any recent falls or trauma to implant site. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.  No symptoms reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they believed the circumstances that led to issues were due to using their chainsaw a lot. Patient stated they met with hcp on (B)(6) 2024 and the unit was rebooted. Issue seems to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.